Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was a chronic total occlusion located in the moderately calcified and moderately tortuous right anterior tibial artery. After a non-bsc guide wire crossed to the target lesion, a 2.5mmx220mmx150cm coyote balloon catheter was advanced for predilation. Upon first inflation at 6 atmospheres, the balloon ruptured after 15 seconds. The balloon was then removed intact and the procedure was completed with a 3mmx150mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the coyote catheter was received with no original packaging or other devices. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was a chronic total occlusion located in the moderately calcified and moderately tortuous right anterior tibial artery. After a non-bsc guide wire crossed to the target lesion, a 2.5mmx220mmx150cm coyote¿ balloon catheter was advanced for predilation. Upon first inflation at 6 atmospheres, the balloon ruptured after 15 seconds. The balloon was then removed intact and the procedure was completed with a 3mmx150mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.